Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
(B)(6)- expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade of 3-4. The clip delivery system advanced to the mitral valve, however both leaflets were unable to be grasped. The device was removed, and procedure aborted. Mitral leaflet damage was noted later by the account. The mr remained grade 3-4. There was no clinically significant delay.

Manufacturer narrative:
The device is not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on this information, the reported positioning failure' was due to challenging patient anatomy. However, a cause for the reported unspecified tissue injury could not be determined. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.